Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that her daughter was experiencing high blood glucose for the past 8-9 days. The customer's blood glucose was 400 mg/dl. The mother stated the insulin pump was not delivering insulin to her daughter and there was an absence of no delivery alarms. The mother stated they have resorted to manual injections. The mother also stated she was bolusing correctly and has used four infusion sets, but the problem persists. The mother stated she would call back to troubleshoot. No additional information provided.